Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. During the ablation procedure, upon withdrawing the catheter from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, "blood poured out of the back hub". To troubleshoot, the sheath was replaced and the procedure continued. There was no patient consequence reported. Additional information was received. Hemostatic valve was the section that broke. The hemostasis valve (gasket) did not dislodge inside or outside the hub. The brim cap/hub did not detach from the sheath. No treatment required. The approximate volume of blood that was lost was less than 10ml. The event was assessed as MDR reportable for a hemostatic valve leak issue.

Manufacturer narrative:
Additional information was received on 09-feb-2023. The devices used in the procedure were the thmcl smtch sf bid, tc, d-f, webster coronary sinus catheter, carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and 5mm deflectable d quad catheter. Unknown if a needle was used. The insertion tube was used to introduce the catheters into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was no damage noticed in the hemostatic valve after or while the catheter or dilator was used. Therefore, updated the d10. Concomitant medical products and therapy dates field. The device evaluation was completed on 22-feb-2023. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve is placed in original place and broken in the star section. A hole was observed in the valve area. Due to this finding at the star section of the valve, internal action has been initiated to further investigate the findings. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 24-jan-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).